Manufacturer narrative:
Based on the claim against the product by the customer noting the right eye out on the second console, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the hrsv to resolve the issue. Isi received the product involved with this complaint to perform failure analysis. The hrsv was analyzed, and the reported failure could not be replicated. The monitor was installed and tested on the pca test system. System started up with good image. The system booted up system in normal mode and let it idle for 10 minutes. The system was power cycled 30 times, no issue occurred after extensive use. It was noted that the issue was intermittent. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: after the start of the procedure the customer discontinued use of the ssc due to no vision from right eye. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a dual console da vinci-assisted hysterectomy surgical procedure, the right high resolution stereo viewer (hrsv) eye on the surgeon side console (ssc) 2 was "out." An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified no related errors. The customer stated that there was no issue on the ssc1. The customer attempted a hard power cycle on the suspect ssc, but the issue remained. The tse recommended one more power cycle and reseat the blue fiber cable at the suspect console ssc2. The customer performed this, but the issue remains with the right eye. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.